Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient reported pain at the neurostimulator site, at about a pain level of 5. The patient noted it had been that way since they received the implant. If they sat on a hard or wrong type of chair, it would hurt. It was painful when they tried to sleep; they could not lie down on their back. They mentioned that if anything touched it, like a waistband, it was like a stinging sensation. The neurostimulator was placed in their left upper buttock. They could feel the top part of the neurostimulator, and said it went in a line and they could move it side to side about 1/4 inch. They reported this to their healthcare provider and they asked if the patient would like the system removed. The patient said they did not want it removed if the pain in their bladder would return, which is what the doctor told them would happen. The patient was redirected to their healthcare provider to further address the issue.